Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose levels. The customer states they have had trouble reading the small print on the device. The customer states that because of their difficulty reading the device, they have entered the wrong setting for about a week now. Their blood glucose levels have been in the 300mg/dl and some in the 40mg/dl. The customer states recently their levels have been rising over 200mg/dl. The customer was advised to change sets. The customer was advised to call back for any recurring issues, or replacement materials they may need.